Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1 (phone number) information was inadvertently not included on the initial medwatch. E2 (marked as no in the initial), information was inadvertently included on the initial medwatch this information is not known. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: contact failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center had a host interface failure, image splash screen. The issue was found during reprocessing. The patient was not under anesthesia. The intended procedure was maintenance. The facility finished the procedure with another device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connector was faulty, and the image was noisy. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During evaluation, it was found the scope socket had poor contact, due to which, the image became noisy occasionally. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.